Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received nine units and two photos. During the visual examination, it was observed that all components were present except for the clamp . The defect of missing clamp was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing and preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 9 bd nexiva¿ closed IV catheter systems was missing their tubing clamps. The following information was provided by the initial reporter: " a picture of a box of item 383532 that had at least 9 kits missing the bd q-syte luer access split septum." Via bd investigation: "during the visual examination, it was observed that all components were present except for the clamp."